Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The following could not be completed with the limited information provided. Date of event - ni, device code - ni, expiration date - ni, date implanted - ni, (B)(6), manufacture date ¿ ni.

Event description:
Information was received based on review of a journal article titled, "short-term outcomes with a second-generation uncemented stem in total hip arthroplasty," which aimed to examine short-term outcomes with the echo bi-metric stem compared with its predecessor, the bi-metric stem. The study was conducted between 1986 and 2014, during which 1280 echo fpp stems, 366 echo rpp stems, and 1497 bi-metric stems were implanted in patients. All hips had a 100% survival rate after five years based on the study criteria and the authors noted that a posterior approach and larger head evidenced fewer cases of dislocation. Three patients identified in the article experienced dislocation. There has been no further information provided and the patient outcome is unknown.